Manufacturer narrative:
This product is not marketed in the us. Off label use: acd <3.0. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -7.5 diopter, was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found optic torn and haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).